Event description:
The customer reported that one pt's images went into the wrong pt file. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software, nodes and calibration files were reloaded. The system was then found to be operating as intended.